Manufacturer narrative:
Additional patient ID (B)(6). (B)(4). Date of initial implant is in (B)(6) 2016. Exact date is unknown. Device is not expected to be returned for manufacturer review/investigation. (B)(4). Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device history records review could not be completed without lot number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a neurosurgeon inherited a patient who, having had a craniectomy for an unknown reason, was implanted with a custom peek implant at another hospital on an unknown date in (B)(6) of 2016. The patient presented to his current surgeon with an infection. On (B)(6) 2017, the peek implant, matrixneuro cranial fixation plate and matrixneuro cranial screws (used to hold the peek implant in place) were removed. The devices were easily removed and the procedure was completed successfully without any additional medical intervention being required. It is unknown if x-rays were taken during the procedure and there are no diagnostic tests currently available. The patient was started on antibiotics. The surgeon had planned to remove the implanted peek, replacing it with another implant or a piece of mesh but the patient did not want any additional implant at this time. The explanted hardware was reportedly discarded. There was no delay in surgery reported. This report is for one (1) psi sd800.539 peek implant. This is report 1 of 4 for com-(B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.